Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure at the first firing with a green cartridge and gore buttressing material, the device sounded like the device slowed down in the middle of the firing. The rep stated maybe it was due to buttressing and thick tissue. The surgeon loaded the device four more times and the device fired fine. After the device was removed from the last firing it was noticed that there were malformed staples in the middle of the staple line from the first firing. A drain was inserted for leakage. There was no patient consequence. On what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st firing. What color cartridge was being used? Green. Was buttressing material utilized? Yes. If so, which product? Gore. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Anvil additional followup: was the staple line from the first firing over sewn as a result of the malformed staples? Yes. Did the surgeon insert the drain due to difficulties with the device? Yes. Describe the shape of the malformed staples? Some did not form at all and there were a few partially formed, with one leg straight and the other bent away from the center. Did the surgeon wait 15 seconds prior to firing? Yes. Are any photos or video available? No. Regarding the device slowed down, how was this noticed? Via sound or speed? Please describe. The noise created by firing the stapler dropped in tone and the knife took more time to reach the distal tip. How long has the surgeon been using the device? About 1 year. Has the surgeon been inserviced? Yes. Patients preexisting? No. How is the patient currently? Patient went home day of surgery. Is the patient expected to have a full recovery? I have not heard of further complications. The analysis results found that one ple60a device was returned with the anvil bent upwards and with a fully fired reload loaded in the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Upon evaluation, the device was noted to be non functional. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, one switch was found to be damaged preventing the device from firing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(6). In addition, three reloads fully fired and in good visual condition were received.